Manufacturer narrative:
The device evaluation was completed on 13-aug-2021. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. Catheter was connected to the cable normally. Microscopic examination of the hemostatic valve surface showed that it was broken. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device 00001639 number, and no internal action related to the complaint was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed that the hemostatic valve was dislodged inside the hub of the device. Initially, it was reported that the vizigo¿ sheath connector would not properly connect to the cable connector, and there was a lot of resistance. The vizigo¿ sheath was replaced and the issue resolved, and the procedure was continued. The connector issue was assessed as not MDR reportable. Since the device or the cable have the connector issue , the device can¿t be used. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and found that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The hemostatic valve separation was assessed as MDR reportable. The awareness date for this reportable lab finding is 13-aug-2021.